Manufacturer narrative:
Missing lot number information was requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported that less than 3 months after the dental implant was placed in ada site 5 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the implant's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.